Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support verified the problem and decided to replace the pump, even though it was out of warranty. Caller was interested in obtaining an out-of-warranty loaner pump and was provided information about backup therapy using multiple daily injections (mdi) to prevent interruption in insulin delivery. The caller was in the process of obtaining a new pump, and the necessary information regarding the loaner pump agreement and updated software was communicated.